Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include damage from inadvertent cross threading. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4) (s+n oklahoma). The correct manufacturing site information and registration number is (B)(4) (s+n mansfield). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Event description:
It was reported that during a knee scope the pivot lever nut was frozen and the leg holder was no longer functional. No back-up device was available. No delay or patient injuries reported.